Manufacturer narrative:
Device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the mid-esophagus during a colonic dilation procedure performed on (B)(6) 2023. During the procedure, the physician noticed that the scope could not navigate into the stricture area and required dilation. The balloon was checked outside the patient and it did not fully inflate. The physician noted that the balloon had a leak. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the mid-esophagus during a colonic dilation procedure performed on (B)(6) 2023. During the procedure, the physician noticed that the scope could not navigate into the stricture area and required dilation. The balloon was checked outside the patient and it did not fully inflate. The physician noted that the balloon had a leak. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leak in the esophagus. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section. Microscopic inspection found a pinhole located approximately at 16 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure.